Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A pressure test was performed and a leak was observed from the dialysat port, on the shell and the return line connector. A microscopical observation was performed and the shell was observed to be cracked and the the connector was broken. The reported condition was verified. The cause was transportation related. A shock during the transport is the most probable root cause regarding this damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed between the dialysate port and the support plate of a prismaflex m150 during priming. There was no patient involvement. No additional information is available.